Event description:
Information was received from a patient (pt) regarding an external device. It was reported that they're calling because their controller wasn't working saying it couldn't locate the device since yesterday adding this has never happened before. Pt mentioned they have an upcoming appointment at the center for bone and joint disease on friday. Pt explained they had charged the controller and was ready to charge the neurostimulator (ins) battery. While collecting device model/serial numbers, patient services (pss) had the pt reset the controller and inspect device components. Nothing unusual or visible damage was detected. Pss requested pt to initiate an ins recharging session. Pt described the ptm displaying "poor recharge quality" with a yellow battery recharge indicator light. Pt tried again using recharging belt but no imd [16]: no device found was displaying. Pt claimed the ins was fully charged. Pt tried again but was still getting poor recharge quality" with a yellow battery recharge indicator light no device found. Pt denied any trauma to implant site such as falls. A replacement recharger (rtm) was sent out. No symptoms were reported.  Additional information was received from a patient (pt). It was reported that they received the replacement recharger and they were still getting no device found when charging the implant. During the call patient plugged the recharger and kept getting poor recharging quality after adjusting the paddle a few times. Patient then got software problem (1 intellis 2 3.6 3 872 4 succession_manager). Agent asked patient if they had any recent falls, physical traumas, or accidents; patient denied but did note that they had one in the foot. A replacement controller was sent out. No symptoms were reported. Additional information was received from a patient (pt). It was reported that they've been having problems for months and had everything replaced already. Patient noted they had met with their manufacturer representative (rep) as well. Patient noted that their biggest problem is that the implant only charges to 50% after an hour and a half of recharging with excellent quality, so it drains faster and they have to charge more often. Patient stated that now last night the controller went completely dead and won't come back on. Patient noted it all started when they got a software problem a few months ago. Patient stated they were charging the implant and the controller just shut off and will not come on even when plugged into the ac power. Agent walked patient through removing the controller battery and plugging the controller into the ac power supply. Patient confirmed the controller powered on. Patient inserted the battery pack and saw the controller was 50% recharging and the implant was 30%. Agent had patient examine the recharger; agent noticed patient was using the original recharger from this case instead of the replacement. Patient confirmed they did not have another recharger and must have sent the replacement back by mistake. A replacement recharger (rtm) was sent out.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6). Product type recharger product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID 97755-s lot# serial# (B)(6). Product type recharger h3: analysis found device passed final functional test. No anomalies were visually observed. Found no issues with rtm finding ins. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6); product type recharger product ID 97745 lot# serial# (B)(6); product type programmer, patient product ID 97755-s lot# serial# (B)(6); product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported the patient had 5 implants. They had one in 1995 and the last one was put in 1 1/2 years ago. A few months ago they started having a lot of problems. They weren't holding a charge and they were charging every other day. The patient called medtronic twice and parts were replaced both times but it didn't help and they still had a problem. The patient went to their healthcare providers (hcp) office and talk to the office manager. The patient spoke with a manufacturer representative (rep) and met with them, however it was no help. The patient then called medtronic and received new parts. The new part was finally working better.